Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a bariatric procedure, it was very difficult to load the needle and there was trouble getting stuck in the tissue because its so hard to pass the needle. Device was discarded. No adverse event reported.

Manufacturer narrative:
(B)(4). This incident was reassessed based on additional information received from the account and determined to be a non-reportable complaint.